Manufacturer narrative:
Unique device identifier (UDI) (B)(4). Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed via inspection of the item. The shock cushion had moved forward in the handle and was impeding the handle from closing and holding properly. This unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2012). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
A facility reported that the main clamp handle of the mayfield ultra base unit (a2101) was not locking into place. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.